Manufacturer narrative:
Returned device was received in poor physical condition. The tank cover was cracked and there was wear and tear to the enclosure, front cover and the line cord. During the evaluation of the device, the lcd was found to be faulty and missing pixels. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warming device had a lcd issues. There were no reported adverse events.